Event description:
Boston scientific received information that this patients competitor right ventricular (rv) lead exhibited pacing inhibition and the patient was seen in the emergency room (ER) with heart rates in the 20's. The patient was evaluated and it was noted that the rv lead had dislodged. A successful revision procedure was performed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.